Event description:
It was reported that the device had a syringe flange sensor error on startup. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was a faulty optocoupler. This was replaced and the device passed all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.